Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert triggered. The analyst noted that the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter (sic) >= 30 in 3 days and rv lead impedance variation in last 60 days, and beginning (B)(6) 2015, 787 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing were noted. Additionally, on (B)(6) 2015, the rv pacing impedance spiked to 2337 ohms up from a trend in the 400-600 ohm range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead exhibited over-sensing with noise and high rv sensing integrity counter (sic). The rv lead also spiked a high impedance with high thresholds. There was a suspected fracture. The lead was programmed off and later capped and replaced. No patient complications have been reported as a result of this event.